Event description:
Patient presented to the physician with right-sided tongue soreness, tongue weakness, and slurred speech. Upon assessment, the physician observed swelling on the right side of the tongue and cheek. Physician prescribed steroids.